Event description:
Co's office received a report of an explant surgery for another manufacturer's device. The reason for the surgery was given as "malfunctioning penile prosthesis." Note: determination of reportability and categorization of this event was made according to this manufacturer's policies and procedures and the information received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause. (Ref.sections b1,b2,h1).